Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath: product type catheter product ID neu_unknow n_cath: product type catheter product ID 8637: product type pump section d information references the main component of the system. Other relevant device(s) are: a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿higher than expected residual volumes of intrathecal baclofen ¿ a brief report¿ among patients' adverse events/device performance issues included: 1. 1 patient had persistently high, but within the acceptable flow-rate-percentage -errors averaging -16.6% from a total of six cons ecutive pump refills. They subsequently presented with symptoms of acute baclofen withdrawal, including increased dystonia. Their pump was replaced, and intraoperatively the catheter was also found to need replacing as it was partially occluded by scar tissue. Afterwards, the ¿expected¿ and ¿actual¿ volumes were almost equal at their next refill. 2. There were previous intra-operative experiences at elective pump replacements where there had been incidental scar tissue potentially partially occluding or kinking the catheter, prompting surgical release or replacement. 3. 1 patient had a single elevated flow-rate -error of -16.5%. Upon review of the pump report logs, it became evident that the rotor had stalled for <(><<)>1 h and then restarted. They had not attended the planned refill date, and the low reservoir alarm had started beeping the night before their rescheduled refill.